Event description:
It was reported that during a total knee procedure, the tip of the drill bit fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: japan. H6: proposed component code: mechanical (g04) - drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d4; d9; g3; h2; h3; h4; h6; h11. Visual examination of the returned device identified signs of use (scratches) and confirmed the reported event that the device was fractured. Not all fractured pieces were returned. Fracture analysis was performed, the optical images of the device fracture surface exhibited river lines and hinge artifacts suggesting that the device possibly fractured due to bending overload. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.